Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a review of the pump black box data showed replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked. During testing, the pump emitted a call service (078) alarm during the rewind step. The pump could not be fully investigated due to this. The pump cover was opened and moisture was found on the motor flex cable and connector. Unrelated to the complaint, the audio bolus button cover was missing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.